Manufacturer narrative:
Technician located the bed in "down" storage area. Found: emergency trend was not working when the foot pedal was activated. Isolated the issue to faulty emergency trend valve. Replaced the defective trend valve to resolve this issue.

Event description:
Bed found in "down" storage area. No pt impact was reported. Cause of problem is unk.